Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and loss of sensing. Chest x-ray imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable.